Event description:
Customer's nurse called to report that the customer was currently hospitalized due to low blood glucose levels. Customer's nurse requested assistance retrieving information from the insulin pump which was stuck in rewind mode. Blood glucose levels at the time of admission and at the time of the call were not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.